Event description:
Healthcare professional reported right side ¿partial scar dehiscence and fistulization¿ and infection." Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 27/apr/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, wound dehiscence and fistula. The events of infection, wound dehiscence and fistula are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device evaluation: the device related to the reported event of infection, wound dehiscence, visibility /palpability, fistula was received on august 24, 2022 with lot number 2824141. Visual analysis of the returned device identified: weight to the spec, crease flat and opening. A microscopic analysis was performed which striated opening in the anterior. Based on the device analysis the final assessment is: three striated opening in the anterior side assessed as surgical damage. Further information:with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring results confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30021165 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of march 2016 through february 2018, two points were found out of the upper limit in (march 2016 and june 2016). Based on the additional analysis performed there are no patterns or issues with data from this analysis related to these specific months and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.